Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed evidence of fluid ingression at the downstream occlusion sensor. Functional testing involved delivery accuracy testing and showed that the pump was within the manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-9.3%). No patient was involved in this event. No adverse effects were reported.